Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (445 mcg/ml at 21.37 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. It was reported that the pump was being permanently shut down today and they planned to remove it due to the patient developing an infection in the spinal column. The hcp did not know when the patient developed the infection.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.